Manufacturer narrative:
Further investigation pending the receipt of the device return. Additional information has been requested.

Event description:
It was reported there was a revision of c5/6 m6-c. Planned to replace it with an acdf or corpectomy using autograft and plate for fixation.

Manufacturer narrative:
The retrieval analysis based on the images provided suggests that the device had not experienced mechanical failure at the time of removal. Extraction damage on the sheath, fiber construct, and core suggest that the device was grossly intact at the time of removal. Further, extraction damage and bony ongrowth indicate that the device was likely to have been fixed. The provided information indicated that infection was suspected as the cause of a chronic sinus infection; however, it is unclear if that theory was disproven by the surgical findings, or if the removal of the device resulted in relief from the sinus infection. Therefore, it is unknown if the device contributed to the sinus infection symptoms; however, mechanical failure had not occurred at the time of removal. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported there was a revision of c5/6 m6-c. Planned to replace it with an acdf or corpectomy using autograft and plate for fixation.